Manufacturer narrative:
The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a transfer set. This occurred during use for automated peritoneal dialysis therapy and further described as, ¿some air is in the tube of transfer-set and there is some air up to the outlet." It was reported that the transfer set had been replaced at the hospital that same day. Renal therapy services (rts) advised the patient to consult with their physician regarding the issue. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury, or medical intervention associated with this event. No additional information is available.